Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler did not work. The customer reseated the sureform 60 stapler instrument but the stapler was not recognized by the system. The rotation axes of the instrument appeared to be broken. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: the issue occurred on the second firing. There were unformed staples observed. The customer used a backup stapler to continue the procedure. There was no injury to the patient. No fragments fell inside the patient during the procedure. There was a procedure delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 60 stapler with an alleged issue and the sureform 60 reload to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field g4 is not available. Fields g5 and g7 are not applicable. Field h4 is not available. Field h10 is blank as there are no related report numbers.